Event description:
It was reported that the abutment was not able to be seated on the implant. We were able to place another healing abutment the same size that day which worked fine. Tooth 31.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
One (1) certainâ® bellatekâ® encodeâ® healing abutment 5mm(d) x 6mm(p) x 4mm(h) (ieha564) was returned for investigation. Visual evaluation of the as returned product identified the abutment, with original packaging. Signs of use, scratches were noted. During a functional test with an in-house implant, the abutment seated as intended. Abutment matched prints where measured. A pre-existing condition noted on the per was moderate bone density (type ii), diabetes. The reported device was located on tooth # 31 (universal) and was used for approximately 2 months, 19 days. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1213382). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1213382) for similar events and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not seat) or product (ieha564). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur and the reported event was non-verifiable without return of all items / devices involved. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections have been updated: b4: date of this report; d4: catalog number; d4: lot/serial # ; d4: device expiration date ; d4: device UDI number; g3: date received by manufacturer; g6: checked "follow-up"; h2: checked follow-up type; h4: device manufacturer date; h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.